Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), metrorrhagia ("metrorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, metrorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: 2 coils on the right, 3 on the left. Discrepancy noted for essure insertion date - (B)(6) 2016. Discrepancy noted for essure removal date- (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), metrorrhagia ("metrorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, metrorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: 2 coils on the right, 3 on the left. Discrepancy noted, for essure insertion date: (B)(6) 2016. Discrepancy noted, for essure removal date: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.